Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown procedure with a saline mentor smooth round high profile 420cc and experienced deflation on unknown side breast implant. Saline implant appeared to have deflated after saline was being filled into the implant. No patient consequences or procedural delays were reported.

Manufacturer narrative:
Device evaluation summary: it was reported that a female patient underwent an unknown procedure with a saline mentor smooth round high profile 420cc and experienced deflation on unknown side breast implant. Saline implant appeared to have deflated after saline was being filled into the implant. No patient consequences or procedural delays were reported. The device was returned to mentor without fluid inside. During initial evaluation the device appeared intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation (pe) team was precluded from further evaluating the device. No anomalies were discovered. Complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. The device history record (DHR) for the lot number 7476069 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).